Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo. The customer's expected fasting blood glucose test result range is 87 - 130 mg/dl. Daughter stated customer is concerned with an lo reading and 54 mg/dl reading he obtained; both results were not able to be found when reviewing the meter memory. Customer stated he had to drink cola to raise his blood sugar. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. At time of call customer was leaving for a doctor's appointment which was not related to reason for call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 131 mg/dl and 139 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:none of the results reported off the meter memory were of concern. Customer concerned with results we could not find on meter memory.